Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive, as the letter screen could not be accessed to input the transmitter ID. There was no impact to customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.